Event description:
It was reported that during surgery when attempting to remove the cup, the slap hammer would not screw into the positioner/impactor; operating room time was extended 40 minutes, as faculty tried to find something adequate to remove the cup.

Manufacturer narrative:
The threads were damaged due to a point load impaction to the area of the thread opening. The impaction damaged the hole opening rendering this portion of the device nonfunctional.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.